Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access and delivery catheter was used in the billary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complaint, during the procedure, it was noticed that the working channel of the spyscope ds protruded when a spy bite was being used for the procedure. Reportedly, no part of the device detached. There was no issue with the spybite, and the spybite and spy scope were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.